Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing low and high blood glucose. Customer's blood glucose fluctuated between 32mg/dl and over 400mg/dl. Customer declined to troubleshoot for low and high blood glucose. Customer stated her blood glucose was high because she thinks her insulin might have been hot. She changed her set and her blood glucose went down to 150mg/dl. Customer stated her blood glucose was low because she treated for the high and changed her site. Customer stated her body acts differently with the insulin. Customer did mention that her sensor triggered the threshold suspend alarm and saved her life.